Event description:
It was reported that during implant of the pulse generator, intermittent ventricular capture was observed. The leads were tested and showed normal values. The pulse generator was replaced and normal capture was obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.